Event description:
Customer states they have an on-going issue with lithium and are moving to another lab. Customer was performing correlation studies between the analyzers at the two sites using frozen proficiency survey samples and observed the lithium values did not compare well. The following sixteen lithium examples were provided. Sample 1, initial result 2.09, repeat 2.47 mmol per l. Sample 2, initial result 1.95, repeat 2.36 mmol per l. Sample 3, initial result 1.00, repeat 1.21 mmol per l. Sample 4, initial result 1.63, repeat 1.93 mmol per l. Sample 5, initial result 1.31, repeat 1.58 mmol per l. Sample 6, initial result 1.65, repeat 1.93 mmol per l. Sample 7, initial result 2.11, repeat 2.54 mmol per l. Sample 8, initial result 1.32, repeat 1.60 mmol per l. Sample 9, initial result 1.92, repeat 2.27 mmol per l. Sample 10, initial result 2.06, repeat 2.50 mmol per l. Sample 11, initial result 1.61, repeat 1.96 mmol per l. Sample 12, initial result 1.32, repeat 1.61 mmol/l. Sample 13, initial result 1.03, repeat 1.22 mmol per l. Sample 14, initial result 1.64, repeat 1.94 mmol/l. Sample 15, initial result 1.33, repeat 1.57 mmol/l. Sample 16, initial result 2.05, repeat 2.45 mmol/l. No patient samples were involved in this issue.

Manufacturer narrative:
The field representative was unable to determine the cause. He noted all electrodes were operating correctly and all calibrations, and quality control were within specifications. He advised customer to change ise solutions and recalibrate. Instrument testing performed in accordance with specifications.